Event description:
It was reported that during an open coronary artery bypass graft (CABG) procedure, the suture broke in the middle while suturing the arterial anastomosis, and a total of three defective sutures were involved. There was no patient injury reported as a result of this event.

Manufacturer narrative:
D10 concomitant medical product: vp-747-mx, vp-747-mx surgiproii 7-0 2x75cm mv1758da (lot#d4f3631y); vp-747-mx, vp-747-mx surgiproii 7-0 2x75cm mv1758da (lot#d4f3631y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open coronary artery bypass graft (CABG) procedure, the suture broke in the middle while suturing the arterial anastomosis, and a total of three defective sutures were involved. To resolve the issue, a new device from a different box was used. There was no patient injury reported as a result of this event.